Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03jan2019. The customer conducted troubleshooting with technical support over the phone. The customer reported that the readings for the o2 flow test came into tolerance when the analyzer was adjusted to read o2 only.

Event description:
It was reported that a v60 ventilator failed the oxygen (o2) flow test of the performance verification testing (pvt) sequence. The ventilator was not in use on a patient at the time of the reported event. The event date was not specified; estimate used.